Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files could not be performed due to the unknown event date. The reported event could not be confirmed due to lack of evidence provided by the site. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. After further review of additional information received sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the outer sheath of the driveline was damaged. The driveline sheath was repaired. No patient complications have been reported as a result of this event.